Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor tissue expander 550cc, catalog number 3504307m manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent tissue expander implantation on (B)(6) 2017 in the left occipital region and the right parietal region for tissue expansion to prepare for cranioplasty prostheses experienced right parietal placed tissue expander deflation. On (B)(6) 2017, the patient was seen in the emergency room and patient reported that over the course of the last 4 days, the tissue expander placed in the right parietal region had emptied completely. This finding was confirmed with CT and ultrasound the same day. On (B)(6) 2017, the patient underwent removal of both tissue expanders. The one that was placed in the right parietal region was found completely empty. A culture was done for gram and culture. An infection was found.

Manufacturer narrative:
On 07/23/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, two devices were returned. The device a returned with blue fluid. No foreign material was observed within the device. White material was observed on the shell surface. Product evaluation team discovered five rents, all measuring approximately < 0.1 cm and located at the anterior aspect. Microscopic examination of the edges of the rents a and b revealed parallel striations. No other anomalies were discovered. Otherwise, the device b, it returned with blue fluid. No foreign material was observed within the device or on the on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was confirmed. Per IFU, it is not mentioned that the devices can be used for cranioplasty. This is an off label use and no further investigation is required. This is an off label use and no further investigation is required. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).